Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for approximately 200 patient plasma samples on a cobas pro ise analytical unit. The customer provided examples of 3 patient samples tested. The customer was having qc issues and replaced the na electrode, which prompted them to repeat previously run patient samples. For sample 1, the initial na result was 123.2 meq/l. The repeat result was 129.9 meq/l. For sample 2, the initial na result was 129.8 meq/l. The repeat result was 135.8 meq/l. For sample 3, the initial na result was 133.9 meq/l. The repeat result was 139.1 meq/l. The repeat results were deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2024. The alarm trace showed an abnormal aspiration alarm. The customer stated that they replaced the na electrode and it resolved the issue. The service maintenance actions performed by the customer resolved the issue. No further issues were reported.